Manufacturer narrative:
The lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during routine follow-up. The patient reported they had experienced a syncopal episode a few months prior and hit their head, however did not seek medical attention. The cause of the syncopal episode was unable to be determined. A micro-dislodgement or exit block were suspected. An invasive procedure was performed. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.